Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a maximum blood glucose of 401 mg/dl for approximately two hours after consuming more carbohydrates than usual and announcing a usual meal, which likely led to insufficient insulin delivery. Symptoms included hyperglycemia. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included review of user-reported logs and troubleshooting with education on carbohydrate awareness and accurate meal announcements. Investigation of this case revealed user-related factors associated with incorrect or incomplete meal announcement relative to carbohydrate intake. It was concluded that the event was attributable to use error related to meal announcement and carbohydrate mismatch, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.